Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device manufacturer: unknown. Bd's franklin lakes location was chosen by default. Medical device catalog #: unknown. Medical device expiration date: unknown. Medical device lot #: unknown. Unique identifier (UDI) #: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® edta "edta-lead values".